Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified radiocephalic artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the lesion across anastomosis was pre-dilated with a non boston scientific product. The small peripheral cutting balloon was inserted to treat the same lesion however, at first inflation, it was noted that the balloon burst when inflated up to 8atm. The whole system was withdrawn safely and the procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.